Event description:
Alcon acs biosorb suture size 6-0 item number 10380658631014, lot number e4j082. I have used this suture since it came on the market -7 yrs- . In the past few weeks since opening a new box I have had multiple pts with intraoperative evidence of the suture stretching, causing multiple re-ties. In this particular pt I performed bilateral lateral rectus resections and had trouble with both sides. On post-operative clinical examination it is evident that the left lateral rectus has slipped back from its sutured location far enough to cause limitation of muscle function and this will require repeat surgery.